Manufacturer narrative:
Through investigation the cause of the reported false positive enterobacter result could not be determined. Patient treatment was impacted by the discrepant result per the customer site's physician. The patient is an infant, and the physician performed a spinal tap based on verigene's enterobacter spp. Detected result. The customer is performing within package insert claims and there is no indication of consumable or device malfunction.

Event description:
On (B)(6) 2024 the customer reported a discrepant result for the verigene bc-gn assay. Verigene detected enterobacter however, repeat testing showed all targets not detected. The customer site detected paenibacillus via culture. Verigene run 1: enterobacter detected culture: paenibacillus lautus identified verigene run 2: all targets not detected the results from the verigene run one were reported to the physician and the patient treatment was impacted. The 3-day old patient received a spinal tap based on the initial enterobacter spp. Detection result. Data review: in order for an organism to be detected per the verigene bc-gn algorithm toast-srs-1042 the target detection threshold for acinetobacter, citrobacter, enterobacter, proteus, p.aeruginosa, e.coli, k.oxytoca, k.pneumoniae, oxa, vim, kpc, imp, extraction control and hybridization control is 30000 and the target detection threshold for ctx-m and ndm is 50000. Review of test cartridge 02185740 shows enterobacter detected at timepoint 640ms with a value of 43246. Hyb control was detected at 40ms at value 34434 and ext control was detected at 20ms with value 34446. Camera images showed minor background but likely did not impact the result. Test completed on (B)(6) 2024. Review of test cartridge 02184239 shows all targets were not detected by the final timepoint of 1280.0ms. It should be noted that no other targets showed elevated signals. Hyb control was detected at 40ms with value 35462 and ext control was detected at 20ms with value 37834. Camera images show minor background bearing impact to results. Test completed on (B)(6) 2024. To investigate the issue of verigene bc-gn enterobacter aerogenes false positive in the presence of paenibacillus lautus, an in-silico analysis was performed to assess the pairing of any mediator probes in the assay with the enterobacter aerogenes capture probe against all paenibacillus lautus sequences available in genbank as of (B)(6) 2024. Based on oligo-template sequence homology, location of mismatches and analysis of drop in tm values ([?]tm), it is predicted that there is no potential cross-reactivity between the verigene bc-gn assay oligos and paenibacillus lautus that would result in enterobacter aerogenes false positives. Consumable review: test cartridge lot: 060624021a, extraction tray lot: 060524021b, utility tray lot: 050824021c. There are no ncmrs associated with the above utilized consumable lots. There are no other reported discrepant results for the enterobacter target reported using the consumable lot numbers. During the qc release testing for these lots, all calls were detected/not detected as expected. There are no indications of a consumable malfunction. Device review: reader s/n: (B)(6), processor sp b1 sn: (B)(6). Verigene reader and sp device history was assessed for a timeframe of 3 months prior to the reported discrepant result. During this timeframe, there was no work performed and no other discrepant results for the enterobacter target for reader or sp. There is no indication of a device malfunction. Site performance: customer's site performance for negative agreement for the enterobacter target was evaluated between (B)(6) 2024. During this time the customer's negative agreement for the enterobacter target was 99.9% (925 not detected/926 expected not detected). Per the verigene gram negative blood culture nucleic acid test package insert, the expected negative agreement for the enterobacter target is 99.4% with a confidence interval of 98.8-99.7%. Based on the expected performance characteristics and data provided by the customer, the customer site is performing within the package insert expectations. Conclusion: through investigation the cause of the reported false positive enterobacter result could not be determined. Patient treatment was impacted by the discrepant result per the customer site's physician. The patient is an infant, and the physician performed a spinal tap based on verigene's enterobacter spp. Detected result. The customer is performing within package insert claims and there is no indication of consumable or device malfunction.